Event description:
Attorney reports that during implant of a hernia mesh while using a salute fixation device, the surgeons were unaware that many malformed q-rings were discharged and left in the pt's abdomen. These foreign metallic linear objects in the pt's body have resulted in persistent, unexplained abdominal pain, fever, tenderness and other unusual symptoms.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for eval or add'l info becomes available.